Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the device sample is not available to perform a proper investigation and determinate the root cause. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated accordingly

Event description:
Customer complaint alleges ""the tube kinks at the level of the glottis even if we use a magill forceps". Alleged issue reported as occurring during use. It was reported the patient experienced oral bleeding, glottis edema, and pain in the post surgery. Reported intervention was "another tube had to be used." Current patient condition reported as "fine".